Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's daughter that the patient had experienced dizziness and was stumbling around. It was presumed that the device was not working properly. Communication attempts were made with the clinic but additional information could not be obtained. The implantable pulse generator (ipg) was explanted and replaced as it had reached elective replacement indicator (eri). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.